Event description:
It was reported that high rv lead impedance was observed. It was recommended testing the lead in clinic to confirm lead integrity. Clinician will pass the recommendations onto the following physician. There were no reported patient symptoms.

Event description:
New information received notes that the right ventricular lead had also exhibited high capture threshold. On (B)(6) 2022, the lead was explanted and replaced. The lead was destroyed during extraction and will not be retuned for evaluation. The patient was stable.